Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed and not able to open due to faulty latch. A field service engineer found that the magnet had fallen out of the latch and replaced the latch to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system, the full-height main drawer 6 was failed and unable to recover. The customer indicated that users were unable to dispense medications for patients due to this issue. This issue resulted in delay to patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system, the full-height main drawer 6 was failed and unable to recover. The customer indicated that users were unable to dispense medications for patients due to this issue. This issue resulted in delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed and not able to open due to faulty latch. A field service engineer found that the magnet had fallen out of the latch and replaced the latch to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.